Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-sep-2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 401 mg/dl following an occlusion earlier in the day. The user¿s caregiver cleared the occlusion, resumed insulin delivery, and glucose levels gradually returned to range. No outside medical intervention was required.